Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening curved on anterior and weigh to the spec. A visual and microscopic analysis was performed which identified stress marks and opening crease sharp on anterior. Base on the device analysis the final assessment is: an opening crease sharp on anterior due to fold flaw opening the reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture. The device has been explanted.